Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating customer's pump did not alarm when cannula was kinked. Reportedly, the customer's blood glucose level was impacted.